Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. Reportedly, the proglide device was stuck at a hinge point on the artery and could not be removed. The suture had to be cut in order to remove the device. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. As it was not reported if it was a proglide or prostyle the part number was updated to unk perclose device. B5: describe event or problem. D1: brand name. D4: catalog#.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using an unspecified perclose device. Reportedly, the device was stuck at a hinge point on the artery and could not be removed. The suture had to be cut in order to remove the device. The method used to achieve hemostasis was not provided.